Event description:
Caller reported receiving a minimum fill notification. There was no adverse impact to the customer's blood glucose level. Customer initially attempted to load a new cartridge, but reloading the same cartridge did not resolve the issue. Technical support instructed caller to remove pump from case, use an alcohol wipe to clean the pneumatic tap area, and guided them through proper load technique. Loading a second cartridge successfully resolved the issue, and caller was able to resume insulin delivery.